Event description:
It was reported that an ilet pump exhibited an unresponsive sleep/wake button most of the time and the device only woke when connected to a charger, leading to a decision to replace the unit after basic troubleshooting including a restart. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included no alerts or alarms impacting therapy and continued functionality sufficient for use until replacement. Investigation included customer service troubleshooting and education, confirmation of functional impact, and logistical coordination for replacement and return. Investigation of this device was confirmed and revealed a suspected mechanical or user-interface malfunction of the sleep/wake button affecting the device¿s input controls without evidence of therapy interruption or data loss. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate pending further analysis of the returned device.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.